Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) -failure (event) observed during analysis. Device. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation was breached between 8.5 cm and 8.6 cm, between 8.8 cm and 9.0 cm - frictionn to can - and between 13.5 cm and 14.6 cm - friction to another device.

Event description:
Additional information, it was reported that the lead exhibited noise. The lead was explanted and replaced.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.